Event description:
Event description cpi received information that during the attempted implant of this implantable pulse generator (ipg) it exhibited no output and sensing problems. The patient is pacemaker dependent. The ipg was not implanted.